Event description:
The CT technologist reported, that a male was undergoing a CT procedure with contrast to rule out a mass on the left side of his neck. A 22ga b+d autoguard IV system was placed in the pt's left ac. The CT tech loaded a 125ml optiray syringe into the injector and a seven inch micro bore tubing was placed between the IV tubing and 60 inch extension tubing which was connected to the injector. The CT tech entered the protocol consisting of a volume of 114ml at 2ml/sec. She armed the injector and returned to the control booth to enter the pt's info into the system. When she looked up, she noticed that the pt had left the table and was standing next to the injector. She returned to the procedure room to investigate the situation and noticed that the injector had been activated and the pt had an extravasation at the IV site. She asked the pt if he had touched the injector and he would not answer. She said that pt was disoriented which could be a possible result from his pre-medication. She applied warm compresses and held pressure for 15 mins. The pt was examined by a physician in the procedure room, then sent to the ER for observation for 45 mins. The ER physician noted, that the extravasation area was 9cm and slightly raised.

Manufacturer narrative:
Liebel flarsheim field service engineer did operational checkout per procedure in service manual p/n 800961-c; service section; ch 6 in presence of CT technologist sherry montgomery. Fse found all the injector functions within manufacturing specification. System returned to full service by the customer.